Event description:
It was reported that the customer had low blood glucose levels. No blood glucose levels were reported. It was stated that the customer over bolused per dinner, thus causing blood glucose values to be low. The paramedics were called out to her house and treated the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge